Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") in an adult female patient who had essure (batch no. 823471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's medical history included abdominal cramps and lower abdominal pain. Concurrent conditions included streptococcal pharyngitis, ear pain, decreased appetite, common cold, forehead headache and dysuria. Concomitant products included guaifenesin (mucinex), ibuprofen, ibuprofen (motrin) and loratadine (claritin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe persistent pelvic pain/ pain"), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with ceftriaxone sodium (rocephin), doxycycline hyclate (dc), nsaid's and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure was placed first on the right tube. At this point, the device was released and was noted no coils outside of the ostium of the fallopian tube. It was noted two coils outside of the ostium of the left fallopian tube. Concerning the injuries reported in this case, the following one were described in patient's medical records: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs received- new event dysmenorrhea (cramping) were added. Treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.